Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 8 days following a robotic assisted laparoscopic repair, a seroma was observed in the patient.